Event description:
Dr. (B)(6) was doing a acdf procedure with hardware (plate and screws) already in the patient. He expressed difficulty getting the caudal anchor impacted where the existing hardware was. The rep ( (B)(6) ) called (B)(6) while in the case and (B)(6) instructed them to use the single anchor impactor to help the blade deploy. Dr. (B)(6) was able to get both blades deployed and the cam turned for final locking. (B)(6) expressed he didn't think the cam was full locked due to how hard it was to get the anchor fully deployed. Dr. (B)(6) did a revision on the patient (B)(6) 2023 using a globus medical cage and plate.

Manufacturer narrative:
Based on the information provided, it is concluded that there was likely interference of the caudal blade with adjacent hardware that caused difficulty with blade deployment and cam locking. This interference also encouraged blade back out post-operatively. On future blackawk ti cases, please ensure that the blades are fully deployed and the cam is fully locked. The confirmation of those steps in that order should result in a successful blocking of the bladed anchors.